Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('pain a lot during sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), bowel movement irregularity ("complain about regular movement") and menorrhagia ("heavy periods"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the dyspareunia, bowel movement irregularity and menorrhagia outcome was unknown. The reporter considered bowel movement irregularity, dyspareunia and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : dyspareunia, bowel movement irregularity, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('pain a lot during sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), bowel movement irregularity ("complain about regular movement") and menorrhagia ("heavy periods"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the dyspareunia, bowel movement irregularity and menorrhagia outcome was unknown. The reporter considered bowel movement irregularity, dyspareunia and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : dyspareunia, bowel movement irregularity, menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.